Manufacturer narrative:
(B)(4).

Event description:
It was reported that the healing abutment (hc355) would not seat onto the implant. The procedure was completed with another healing abutment. Tooth location 14.

Manufacturer narrative:
One zimmer healing collar was returned for inspection. A visual inspection identified signs of wear consistent with use and the threads. Functional testing noted that the device was able to seat with a mating implant. The malfunction was unconfirmed. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. It was confirmed that all operations and inspections were executed as per applicable procedure. No unauthorized deviations or non-conformances which could cause or contribute to the reported event were documented as part of the DHR. Lot was inspected and accepted by qa. A root cause cannot be determined. (B)(4).

Event description:
No further event information available at the time of this report.